Manufacturer narrative:
Device is a combination product. (B)(4)\. Device evaluated by MFR.: synergy ous mr 2.75 x 38mm stent delivery system was returned for analysis. An examination of the crimped stent revealed damage. Struts from the mid-section to the distal end of the stent were damaged, pulled and deformed. The proximal end of the stent was undamaged. The undamaged crimped stent od (outer diameter) was measured and the result was within the specification. The balloon cones were reviewed and it was noted that the proximal balloon cone was bunched; this most likely occurred in conjunction with the stent damage. The balloon does not appear to have been subjected to positive pressure. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
Reportable based on device analysis completed on 19-jan-2018. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. Following pre-dilation, a 2.75 x 38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stabilized. However, returned device analysis revealed stent damage.